Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgical staff reported seeing a broken grip cable on the cadiere forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument grip cable broken was confirmed. Instrument was found with broken grip cable at distal idler pulley, approximately 0.56 from cable crimp. Additional observation found chemical attack on clamping pulley and cables. Evidence not conclusive, but damage likely due to mishandling during cleaning. A small scratch was also found on the main tube, approximately 0.24 in length, 1.38 from the proximal clevis. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The cleaning and sterilization user manual specifically states: o when scrubbing the tip of cautery instruments, take care not to damage the insulation. O do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. O prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage.